Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that the rotation speed was not stable. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 2.00 rotapro was selected for use. During the procedure, the rotation speed was unstable. Set rotation speed was 190k rpm, and maximum speed reached was 200k rpm. The procedure was completed using another of the same device. There were no patient complications.